Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
It was reported the patient fell and sprained their back. It was noted the patient had accidents prior to the fall, but more afterwards. Additional information received reports the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was also noted that the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2014. Additional information was received from a healthcare provider (hcp) regarding a patient. It was reported the patient's original lead that was implanted (B)(6) 2012 was removed on (B)(6) 2014 because there was a break in the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.